Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Cross reference with MFR report number 3006697299-2015-00038. Cusanxt cusa nxt console (loaner) proved to be ineffective during a procedure. Additional information has been requested.